Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the product was returned to eth for evaluation. Visual inspection revealed that one empty winding former and one suture in several pieces outside the foil packet were received for analysis. Product code vcp303. Upon initial inspection of the returned sample, it was noted that the needle was not returned for evaluation. During visual inspection of the suture, it was found to be fragmented into several pieces, indicating that degradation had begun. This condition likely caused the needle to detach from the suture. The foil was visually inspected, wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 103l28 / vcp303h batch number, and no non-conformances were identified. Expiration date: aug/31/2029 date of mfg.: sep/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to continue the surgery, the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.